Event description:
New information received noted that the right ventricular lead continued to exhibit oversensing noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Event description:
New information received noted that the right ventricular lead continued to exhibit oversensing noise. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the right ventricular (rv) lead was exhibiting oversensing sensing noise. No interventions were taken. There were no patient consequences.